Event description:
The customer reported that while performing a reproducibility procedure when using the coulter lh 500 hematology analyzer, the platelet coefficient of variation (cv) was out of specification. The platelet results failed reproducibility. Patient samples were not run on the instrument. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined the rbc (red blood cell) bath had small bubbles in it due to the o-ring losing its seal. The fse replaced the o-ring resolving the issue. The fse also replaced the rbc bath as incidental service. Failure mode was identified: the failure mode is related to faulty o-ring in the rbc bath. Upon recur; the failure mode identified is likely to generate erroneous results for rbc and platelet parameters due to compromised dilution. Evaluation of product labeling: per labeling, beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results (B)(4).